Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device went into back-up vvi mode likely due to electromagnetic interference. The device reached normal elective replacement indicator (eri) so a device change-out procedure is scheduled. The patient was stable.